Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was advised to contact the clinic should further issues arise. The recipient has not contacted the clinic. No further details will be provided. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet and pain following an MRI. On (B)(6) 2019, the recipient underwent magnet repositioning surgery. The recipient was recommended device non-use for a couple days after the procedure.